Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.2-p001. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient presented with high ketones (3.2 mmol/l) and high blood glucose (18 mmol/l / 324 mg/dl), accompanied by symptoms of weakness, excessive sleepiness, and pallor. The pod was worn on the arm between 5 and 24 hours. Due to these concerning signs, the patient was taken to wythenshawe hospital. On arrival, he was treated with anti-sickness medication (due to concurrent illness) and administered 10 mg of short-acting insulin via pen. The hospital visit lasted 4 hours.